Manufacturer narrative:
Based on the results of the investigation, a probable root cause of the malfunction found during the device evaluation could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head cable had metal sticking out. There was no patient involvement.